Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient identifier: (B)(6). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part number, lot number combination per qlik query executed on (B)(4) 2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by the sales rep via cst that the truespan peek 12 degree shaft bent and the surgeon was unable to implant the second implant. It is unknown if the case was completed. There was a five minute surgical delay to open another gun. There was no patient harm. Additional information provided by the affiliate reported that the alleged product malfunction occurred during a meniscal repair procedure and the first implant was reportedly removed from the patient. It was also reported that arthroscopic scissors were used to remove the implant and the procedure was successfully completed.